Event description:
It was reported that pump screen stayed dark and would not turn on unless button was pressed extremely hard or multiple times. There was no adverse impact to the customer's blood glucose level. Customer followed instructions to press button in specific way, which temporarily restored display but did not resolve difficulty, and technical support arranged pump replacement even though pump was out of warranty, while customer used multiple daily injections as alternate therapy.